Event description:
Cta chest was performed on an inpatient with existing 20 ga IV in left ac. Omnipaque was injected at 3cc/sec. Approx 60cc extravasated, area marked, arm elevated, cool pack applied, md notified, rn assessed daily. Pt experienced no further adverse event.